Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The ra lead was reprogrammed to higher output. However, the physician decided to reposition the ra lead. The ra lead was successfully repositioned. Currently, this ra remains in service and no additional adverse patient effects were reported.